Manufacturer narrative:
(B)(4). Patient information not provided. Incident date was not provided. UDI, lot number not provided. (B)(6). User facility is provided in initial reporter. Since the lot number was not provided, this information cannot be determined.

Event description:
According to the reporter, during a sleeve gastrectomy procedure, there was a malfunction while loading the cartridge. Then upon closing the cartridge and firing, the surgeon never pressed the ready to fire button, but the reload misfired. The surgeon opened a second reload. After firing, he noticed some of the staples in the middle of the second reload were still stuck on the cartridges and they were opened. The staples did not staple and close on the stomach, so the surgeon had to over sew this area. The cartridge remained jammed in the handle and could not be unloaded.